Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump was not working properly. Customer¿s blood glucose level was 227 mg/dl and 330 mg/dl. Customer also reported that the reservoir had air bubble anomaly. Customer was not able to remove after trying to manually push insulin. Customer stated that they received no delivery alarm. Customer was declined to troubleshoot. The insulin pump and reservoir will not be returned for analysis.